Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c501 module. The initial na result was 110 mmol/l. The repeat result was 140 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The na electrode lot and expiration date were requested but not provided. The customer's analyzer was replaced by a new instrument. The investigation did not identify a product problem. The root cause of the event could not be determined.